Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. Customer resolved the issue by clearing the occlusion and resuming insulin. Troubleshooting has been exhausted and a pump replacement was sent.